Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I hiv ag/ab combo reagent lot 25142be01 determined that there is normal complaint activity. There are no trends for the product related to patient results. No customer returns were available for evaluation. A retained kit of reagent lot 25142be01 was tested for sensitivity and the data shows that the sensitivity performance of lot 25142be01 is not adversely affected. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified with the alinity I hiv ag/ab combo reagent lot 25142be01. This report is being filed on an international product, list number 8p07-77 that has a similar product distributed in the us, list number 8p07-21.

Event description:
The customer reported a (B)(6) alinity I hiv ag/ab combo result on a (B)(6) yr old female patient. Results provided: on (B)(6) 2021, initial = (B)(6), repeat = (B)(6), autobio method = (B)(6), colloidal gold is (B)(6). Another abbott platform = (B)(6). No impact to patient management was reported.